Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called the intuitive technical support engineer (tse) and mentioned an issue with universal surgical manipulator (usm) 1 regarding a stapler. The customer stated that when they would install the stapler, the carriage on usm 1 would drop. The customer was unsure of the color and led state at the time of the issue, but mentioned that guided tool change was not present. The tse reviewed the logs, but found no related issue. The tse walked the customer through a hard power cycle of the system. The tse had the customer inspect the carriage to check to see if it was loose and they said it was not loose. The tse asked if the issue was noticed with other instruments other than a stapler and the customer said they didn't think so. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer who stated that after a hard restart, several cases were completed without any issues on universal surgical manipulator (usm)1. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.